Manufacturer narrative:
One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual inspection of the as returned product identified a fractured collar, dried bone residue and damaged threads from trephine removal. Functional testing to recreate the reported event could not be performed due to the nature of the device & event no pre-existing conditions were noted on the per, the patient had unknown bone density. The reported site was grafted during implant removal. The reported device was located on tooth # 12 and was used for approximately 7 years 10 months. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvtb10) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance /CAPA /hhe /d /ie/ product holds for the reported device related to the reported event. (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tsvtb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D1: device brand name. D4: device catalog number. G4: date received by manufacturer. G5: PMA/510(k) number. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
Additional information received from the investigation report identified the device to be tsvtb10. Lot number remains unavailable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown zimmer implant fractured causing the restoration become mobile. Implant was removed.